Manufacturer narrative:
Visual examination of the returned rod holders confirmed the distal tips/bottom portions of the instruments broke off. The cause of breakage cannot be positively determined, however, breakage in this distal tip area can result from excessive force being applied during use. Care must be taken to ensure that the device is not over tightened and that the rod is in proper alignment with the screw head during placement. A review of the device history record (DHR) found no discrepancies. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that the two rod holders broke when being rotated 90 degrees to insert a spinal rod during a minimally invasive surgical procedure. The difficulty resulted in a short delay and there were no adverse consequences to the pt. Both rods involved in the event were from lot 0605mi.